Event description:
Per the clinic, the internal magnet was explanted on (B)(6) 2025 due to the patient being a non-user. There are no plans to reimplant the patient with a new device as of the date of this report.